Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient with this right ventricular lead which had been previously reported to have an increase in shocking impedances which were not out of range had a routine device change out procedure. During the procedure it was noted that the shocking impedances had gradually increased once again, but were still within normal range. No signs of a lead issue were noted on x-ray. After the device was explatned and a new device was connected to this right ventricular lead the shocking impedance were out of range in the triad and coil-can configuration. A new lead was implanted with the newly implanted device. The old right ventricular lead was surgically abandoned and will not be returned for analysis.